Event description:
In 2002, the patient underwent the index procedure with placement of three assigned stents in the proximal lad with administration of abciximab. The site reported a grade b dissection after placement of the first stent. The second stent was placed proximal to and overlapping the first stent to stabilize the dissection. The third stent was "planned" and was placed distal to the first stent. The angiographic core lab reported a 22% final residual in-lesion stenosis with no dissection and timi 3 flow. The post-procedure course was uncomplicated and the patient was discharged the following day on aspirin and clopidogrel. Protocol re-study eight months post index procedure in the absence or recurrent angina or a functional ischemia study revealed a 16% in-lesion restenosis reported by the angiographic core lab. A revascularization was not performed. Repeat angiography one year post index procedure in the presence of recurrent anginal without a functional ischemia study revealed a 66% in-lesion restenosis reported by the angiographic core lab with the notation "isr with tlr." The patient underwent successful balloon angioplasty in the proximal lad. The patient was discharged the following day. Repeat angiography approximately two years post index procedure for recurrent angina without a functional ischemia study revealed a 60% in-lesion restenosis reported by the angiographic core lab with the notation "no ap view possible in follow-up film." A revascularization was not performed during this admission. Additional repeat angiography one month later for recurrent angina without a functional ischemia study revealed a site reported 90% target lesion diameter stenosis. In 2004, the patient underwent successful balloon angioplasty, placement of one cypher stent in the proximal lad and placement of one taxus stent in the mid rca for a long proximal 90% stenosis.

Manufacturer narrative:
Please note, the cypher product listed is not distributed in the us' however, it is similar to us distributed products as of us launch date. This report reflects 2 products with the same catalog and lot number. This one of two reports submitted for the same event. Please reference MFR report #'s: 9616099-2007-01768 and -01770. Additional information will be submitted within 30 days of receipt.